Event description:
Received voluntary medwatch report. It was reported that the "pt underwent total abdominal hysterectomy in 1/2003 at which time intergel was used. Pt developed abdominal pain in 1/2003. Abdominal x-ray showed ileus. Pt's symptoms continued and in 2003, an upper gi and small bowel series showed an intestinal obstruction. An exploratory lap was done ion 2003 which revealed multiple adhesions of the small bowel to the pelvic floor and presence of intergel. There was also noted a severe inflammatory reaction."